Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted during the patient's atrial fibrillation (af) episodes. In addition, lead trends showed that the p-waves were very small. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.